Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to the spyscope ds ii access and delivery catheter used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and spy ds controller were used during a stone removal procedure performed for the treatment of cholangitis on (B)(6) 2026. During the procedure, the spyscope ds ii did not provide a stable image, showing intermittent lines followed by complete loss of visualization. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.